Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03850. It was reported the patient was experiencing ineffective stimulation due to high impedance. Surgical intervention took place to explant and replace the patient's leads. Surgery addressed the issue.

Manufacturer narrative:
The reported ineffective stimulation due to high impedance was confirmed. The lead was returned with a kink in the lead body where all the internal wires were broken and separated. This would have caused the high impedance observed in the field and contributed to the patient's ineffective stimulation. As the high impedance was observed prior to the revision, the cause of the broken wires is consistent with an overstress condition or a sudden event the lead was subjected to while in vivo.

Event description:
Related manufacturer reference number: 3006705815-2019-03850.